Event description:
This patient ordered contact lenses from (B)(6) for 5 or 6 years, even though the prescription was expired. She now has giant conjunctivitis and is not currently able to wear contact lenses.